Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was retained inside the patient¿s body for 3 weeks and complained of chest discomfort. The physician will remove the capsule endoscopically. There was no further patient harm reported.